Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 400 mg/dl at the time of the incident. The customer reported that they were having problems with his current sets now. The customer stated that the quick release does not lock and were getting problems with high blood glucose. The customer declined troubleshooting. The insulin pump will not be returned for analysis.